Manufacturer narrative:
Exact date unknown, event occurred three weeks ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that following an implant procedure, the patient developed an infection at the implant site. It was noted that the site began weeping fluid. The patient was prescribed antibiotics and the infection subsided. No further information has been obtained despite good faith efforts.